Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose over 300mg/dl. The customer stated that he keeps getting bent cannulas, but the insulin pump does not alarm no delivery as it should. Offered to troubleshoot, but the customer declined and stated that he is using the incorrect size cannula and infusion set. No further information was provided.